Event description:
Complainant alleges "during cardiovascular surgery at (B)(6) hospital, the output was weak when the switch was pressed intraoperatively. A replacement device was provided and functioned without issue, allowing the surgery to proceed successfully."

Manufacturer narrative:
The device was not returned for evaluation, and no pictures of the device were provided. The complaint was unable to be confirmed, and root cause is unable to be determined. Note that the device was being used for off-label use in attempts to cauterize a prosthetic heart vessel. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.